Event description:
The customer reported that within 1 minute into the procedure, the output dropped to 0 and they were unable to continue the ablation. The procedure was aborted. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has not been returned for eval. Add'l questions in regard to the incident have been asked. If the device is returned, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.